Event description:
06/10/2024: potential injury was received at returns dept. 06/27/2024: potential injury (complaint) was processed and received by qa and consultation department. Consultation dept. Reached out to eye care professional to get all details regarding reported issue. Qa inspected lens and there were no manufacturing defects found with the contact lens. 06/27/2024: consultation dept. Spoke with ecp technician who relayed information from dr. (B)(4) - patient phoned/ came in with pain and photophobia os. Upon slit lamp evaluation os corneal ulcer was diagnosed. It was minor and only involved the epithelial layer of the cornea. Pt was given tobramyacin and ofloxacin drops os for 7 days, 2 drops four times a day. Once drop regimen was completed, pt was evaluated again. Va resumed within normal limits. Cornea was within normal limits, no residual scar. Cornea was clear os.